Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported during an eviva breast biopsy procedure on (B)(6) 2017, the needle bent while still inserted in the patient. We have been unable to obtain additional information surrounding this event.